Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, the device experienced clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: it was reported that there are clotting issue with tubes. (B)(4) clotting issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 04-may-2022. H.6. Investigation: bd received 3700 samples for investigation. The customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and no issues relating to clotting were observed. 5 customer samples were submitted to the chemistry lab for testing. All results were within the specification limits of 38u/ml ¿ 73u/ml for catalog 367960. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure (fibrin strand(s)/fibrin mass/clotting) because the defect was not evident in the testing of the complaint lot samples. All samples (return/customer and control lots) demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, the device experienced clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: it was reported that there are clotting issue with tubes. Pir3034812 - sm 367960_1288727 clotting issue.